Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the atrial lead exhibited high impedances after a difficult placement, and the right ventricular (rv) lead would not advance into the superior vena cava (svc), even after multiple attempts. The lead was removed, and the outer insulation was visibly bunched. Neither lead was implanted. A third lead was attempted, but as the patient developed a possible perforation followed by a pericardial effusion, the physician decided to transfer the patient to a different facility. The lead was not used, and no new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.